Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. The customer's blood glucose at the time of admission was unknown. The customer was wearing the insulin pump during the hospitalization. The customer's current blood glucose was 328 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with an injection. The customer also states they had received no delivery alarm. Customer reports alarm did not occur during manual prime and was resolved by infusion set change. The customer states the drive support cap appears normal. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.